Manufacturer narrative:
Do not apply the returned device was not an atrium device. The returned device was received and inspected. Upon evaluation of the device it was determined that the catheter was not an atrium medical manufactured product. The received catheter was a multi lumen configuration. Atrium medical corporation only manufactures single lumen thoracic catheters.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. - [mw5090324.]

Event description:
Patient had chest tubes placed to the right, left and mediastinal. Surgeon and nurse removed chest tube. Resistance was met when being removed. Chest tube broke off leaving a portion in the chest tube cavity measuring approximately 9 inches. Nurse working with surgeon reported that patient might need operating room for the removal of the chest tube. Patient was asymptomatic. Physical therapy advised that patients blood pressure was low after therapy (89/57). Chest 1 view revealed infiltrates suggestive of pulmonary vascular congestion with possible superimposed pneumonitis. Bilateral pleural effusions were seen. Right sided chest tube was seen. Results were called to the surgeon. Hospital was made aware of that temperature was 100.4 and part of the chest tube was in cavity. Order to transfer patient to the ICU and started on antibiotics. Patient went to operating room for removal of the chest tube, drainage of pericardial fluid and insertion of the left pleural. No complications during surgery. Patient tolerated procedure well and was discharged.